Manufacturer narrative:
Initial reporter's foreign postal code: (B)(6).

Event description:
It was reported that the wire inside the magnum x anchor on the tensioning wheel became exposed after several turns preventing continued tensioning of the suture and the anchor had to be abandoned. A magnum 2 anchor was then tried, but the length of suture available to load into the anchor was less than required so it could not be properly tensioned via the tensioning knobs and that anchor was also abandoned. Complaint 1 of 2. See related (B)(4).

Manufacturer narrative:
The reported magnum 2 device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the suture length available to load the anchor was minimal therefore unable to tension the suture. An exact root cause cannot be determined with confidence; however, based on information provided, the root cause may be due to incorrect suture length available for snaring. Insufficient clinical suture length can result in device failure during snaring or suture tensioning. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. From the information provided, "the length of suture available to load into the anchor was less than required so it could not be properly tensioned via the tensioning knobs and that anchor was also abandoned." The visual inspection shows the device was received deployed with a pressed suture lock button. The snare line was found outside the driver. No suture is present. The anchor was not returned. Functional evaluation is not possible as the magnum 2 knotless implant is a single use device. Customer's complaint was not confirmed. An exact root cause cannot be determined with confidence; however, a factor that could has contributed to the reported event is: (1) incorrect suture used.